Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The consumer stated that her ubk sleek unknown tampon came apart upon removal and pieces remained inside of her. This event occurred with two boxes. Consumer developed an infection from this so medical was seen and medication was prescribed for the infection.